Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported infection and dehiscence cannot be established as the product is not available for analysis. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ambicor instructions for use (IFU). The ambicor IFU lists infection and dehiscence as potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient's incision opened last week. The patient was admitted to the hospital for puss at the wound location (scrotum) on jul 14th and was treated with IV antibiotics but the symptoms worsened. The physician performed a removal of the existing ambicor followed by a mulcahy washout and implanted a tactra device. There was no device malfunction but doctor believe the device caused or contributed to the infection. Additional information is not available.